Event description:
The customer reported no differential results with abnormal control level ii 5c on a coulter hmx hematology analyzer with autoloader. No data was provided by the customer. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse cleaned the sample line to the diff mixing chamber, replaced the actuator for pinch valve pv27, which had cracked, and replaced the diff pak reagent. In addition, he performed vcs (volume, conductivity, scatter) optimization, startup, and ran controls. Vcs optimization is a procedure documented in the service manual, which optimizes control recovery within established specification. Per the fse, the vcs optimization resolved the issue. (B)(4).